Event description:
Report 2 of 2: it was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes, 17 samples exhibited erroneous troponin results. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes, 17 samples exhibited erroneous troponin results. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of 100 retained samples were visually inspected, and no additive abnormalities were found. Complaints for sample quality are under statistical control for the month of july 2025. At this time, further testing is not indicated. Further clinical testing could not be conducted as bd clinical laboratories are currently unable to test for high sensitivity troponin t. There was no evidence of defects in the DHR associated with the implicated lot. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: erroneous results (hs troponin t) and sample quality- poor plasma. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.